Event description:
It was reported that the patient was feeling shortness of breath when their heart rate would increase. Patient also felt "shock from the chest to the head" follow up to determine if the patient's device was causing the symptoms was unsuccessful. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).